Event description:
It was reported that the ilet pump¿s display screen was cracked after the user likely sat on a rock while wearing the device, rendering the screen unusable. Symptoms included no injury. Outcomes included interruption of normal device use. Investigation included complaint intake and eligibility assessment for replacement. Investigation of this case revealed physical damage to the display consistent with external mechanical impact and a nonfunctional screen, with no device alarms reported. It was concluded, based on previously established findings for similar reports, that the cause was user-induced external damage.

Manufacturer narrative:
Initial.